Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of pain. There has been no reported revision procedure to date. A review of the invoice history indicates patient underwent a total hip arthroplasty on (B)(6) 2006. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left revision procedure on (B)(6) 2014 due to a painful metal-on-metal hip prosthesis and elevated metal ion levels. Operative report further noted joint capsule fluid under pressure, grayish-brownish fluid, and a pseudocapsule during the revision procedure. The taper adapter could not be dislodged from the stem, and had to be cut with a midas burr to extract it. The modular head and taper adapter were removed and replaced, and an active articulation liner was implanted. In addition, operative report noted that the patient is bilateral, and underwent right total hip arthroplasty approximately 10 years prior to the initial left total hip arthroplasty on (B)(6) 2006. Patient was revised on the right side on (B)(6) 2000 due to unknown reasons. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06635).